Manufacturer narrative:
Section a3b, a4, and a5: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted section d6b - explant date: not applicable, as there is no indication that the lens was implanted section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) cartridge presented a defect and did not function as expected, damaging the iol. The patient did not suffer any harm as the defect was identified by the physician before implantation. Account indicated that the issue was with one of the haptics that was either absent or with structural damage. The surgeon specified that the occurrence appeared to be associated with the injector tip or with the material itself. The measure taken was to replace the lens with another iol; the remainder of the procedure was completed without any further complications. No further information was provided.